Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day as onset of the event. The cause of peritonitis was unknown. The patient was treated with cefazoline (1gm, route and frequency not reported) and ceftazidime (1gm daily 2 bag, route and frequency not reported). At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.